Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - liver damage/dysfunction.

Event description:
It was reported that an alert/notification settings occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced an issue with alert and notification settings. In the morning of (B)(6), the patient did not get a notification from dexcom indicating her readings were high, but her omnipod did. She mentioned that she checked her blood glucose, which was 598 mg/dl, and there were no notifications on her app; however, it indicated high when she looked at the app. The patient self-treated with 15 units of novolog and then, after several hours, 11 units of novolog. The patient proceeded to the restroom, vomited, and asked her daughter to call 911 for her. At that point the patient was experiencing weakness, loose stools but no diarrhea or vomiting. The paramedics treated the patient with IV insulin and unspecified medication. Oxygen was also provided to her. The patient was taken by emergency medical services (ems) to the hospital. Upon arriving at the hospital, they took a bg reading but no value was reported. The next day, the patient was admitted to the intensive care unit after receiving a diagnosis of diabetic ketoacidosis. The patient experienced atrial fibrillation, low blood pressure and it even affected her liver at that time. She was admitted o the ICU for a few days. The patient was hospitalized from (B)(6) 2025. At the time of the report the patient was feeling okay. Performance data was reviewed. The allegation was undetermined via data. However, signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings occurred. The sensor was inserted into the arm on ()(6) 2025. On (B)(6) 2025, it was reported that the patient experienced an issue with alert and notification settings. In the morning of (B)(6) 2025, the patient did not get a notification from dexcom indicating her readings were high , but her omnipod did. She mentioned that she checked her blood glucose, which was 598 mg/dl, and there were no notifications on her app; however, it indicated high when she looked at the app. The patient self-treated with 15 units of novolog and then, after several hours, 11 units of novolog. The patient proceeded to the restroom, vomited, and asked her daughter to call 911 for her. At that point the patient was experiencing weakness, loose stools but no diarrhea or vomiting. The paramedics treated the patient with IV insulin and unspecified medication. Oxygen was also provided to her. The patient was taken by emergency medical services (ems) to the hospital. Upon arriving at the hospital, they took a bg reading but no value was reported. The next day, the patient was admitted to the intensive care unit after receiving a diagnosis of diabetic ketoacidosis. The patient experienced atrial fibrillation, low blood pressure and it even affected her liver at that time. She was admitted o the ICU for a few days. The patient was hospitalized from (B)(6) 2025. At the time of the report the patient was feeling okay. Performance data was reviewed. An alert/notification settings issue was undetermined. At 10:33 pm on (B)(6) 2024, the app delivered a high alert at 50% volume and was acknowledged immediately. The egvs remained above the high threshold until 07:23 am the next day, (B)(6) 2025, but the app did not deliver additional high alerts as the snooze feature was disabled. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.